Event description:
It was reported that during a laparoscopic sigma procedure the instrument could not be opened. No further information is available. Procedure was completed with same like product. No consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained:the instrument had to be cut out. Another device was used to finish the procedure. No negative consequences for the patient. No further information is available.

Manufacturer narrative:
(B)(4). Damaged release button. The device was returned in good visual condition and with a fully fired reload present. After further analysis, the clamping mechanism was noted to be damaged; therefore no functional test could be performed. The device was disassembled to verify the condition of the internal components; the release button and release button post was noted to be broken, this damage is consistent with applying a large prying force on the closure trigger handle in the opening direction. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.